Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the reload was received attached to the returned adapter and a trocar. The reload's jaws were open and it was articulated to one side. The reload was partially fired to the cut line. Functionally, the adapter and reload combo were attached to the returned handle and it entered emergency retract mode. The reload was centered and was able to be removed along with the trocar. The adapter calibrated and showed a green adapter swimlane. The returned reload was attached and was recognized as unused. The reload was able to be articulated without issues. The reload was attempted to be fired, but it fired into interlock. The reload was then marked as used after pressing the open key. The returned reload was disconnected and reconnected, and when it was reconnected it was recognized as used. The returned reload was removed. The reload was connected to a manual handle. The device was able to fire the remaining staples without issues. It was reported that the device initially fires but failed to complete the firing cycle, and the jaws of the device remained closed on tissue after firing. The reported issues were confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right upper lobectomy, when the surgeon was going to section the pulmonary vessels (mediastinal trunk), the instrument had been loaded perfectly and the messages on the oled screen verified that everything was fine. However, when stapling started, at approximately 1.5 cm it crashed and the oled screen turned off. The tissue remained between the jaw of the stapler and closed. After a few seconds, the machine pretended to reset itself and turned on and its jaws dropped. It was then that the device was taken out, clammed down the blood vessels (with an inventoried forceps called clamp) until they mounted another complete set of device (handle, adapter, shell, load) and proceeded with the surgery. There was no patient injury.